Event description:
The physician attempted closure of the arteriotomy using a prostar xl 10 device. A needle miss occurred during deployment. The needle was deflected from the barrel and entered the subcutaneous tissue. The device was removed and a second prostar device was used to close the arteriotomy. The pt recovered without incident.